Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead exhibited low impedance measuring less than 100 ohms. The physician disabled the lead and implanted a new system on the right side of the patient.